Manufacturer narrative:
Note: this case is linked to case ((B)(4)) recorded for vidas sars cov-2 igg results. This report was initially submitted following notification from a customer in (B)(6)regarding a false positive result while testing a patient strain using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008197210, expiry date = 08-jul-2021) and vidas® sars-cov-2 igm (9com) 60t (ref. 423833, lot 1008184830). The investigation summary is for the vidas® sars cov-2 igg results. The customer¿s sample was not available for the investigation. The complaints laboratory performed a control chart analysis on four (4) internal samples with 17 vidas® sars cov-2 igg batches including the customer¿s lot 1008197210 / 210708-0). All samples gave results in accordance with their acceptable ranges and the customer's lot was in the trend of the other lots. The lab also tested negative samples collected before the pandemic with the customer¿s lot, and all results gave a negative interpretation with indexes far from the positive threshold as expected. The lab did not reproduce the vidas® sars cov-2 igg positive result. Without the availability of the concerned sample, it is not possible to pursue further the investigation and explain the vidas® sars cov-2 igg result. The positive result could be due to the following: - the difference of targets between vidas® sars cov-2 igg assay and the other tests, and the recognition of different antibodies directed against different viral proteins. - due to the presence of an interference such as, but not limited to, rheumatoid factor, anti-nuclear antibody, or anti-hama antibodies. According to investigation outcomes, there is no reconsideration of the performance of vidas sars cov-2 igg batch 1008197210 / 210708-0.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive result while testing a patient strain using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008197210, expiry date = 08-jul-2021) and vidas® sars-cov-2 igm (9com) 60t (ref. 423833, lot 1008184830). Vidas results: igg (lot 210708-0/batch:1008197210): 1.44, positive, igm (lot 210702-0/batch:1008184830): 9.59, positive. Alternate method results (specific methods are unknown): immunochromatography: negative. Immunoassay performed at reference lab: igg: 0.74, negative (positive > 1.1), igm: 0.37, negative (positive >1.1). It is to be noted that the different methods do not target the same antibodies (either iga, igm, igg or total antibodies) and the same protein. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.